Event description:
Customer reported that on an unspecified date in (B)(6), 2014 she encountered a port issue involving her adc freestyle insulinx blood glucose meter, noting it would turn on when the button was pressed, but with test strip insertion. Customer further reported subsequently experiencing hypoglycemia with a resultant loss of consciousness and seizure. Customer's husband gave her juice to drink and called the paramedics. Customer was transported to a local healthcare facility where she was reportedly diagnosed with both "low blood sugar and dka" (diabetic ketoacidosis) and treated with glucose ("d50") via intravenous infusion, in addition to receiving other unspecified "medications". Customer was hospitalized for three days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. It should be noted: during troubleshooting it was revealed the customer was using incompatible precision test strips. Additionally: the reported diagnosis of dka is inconsistent with the reported treatment received at the hospital. The meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. All pertinent information available to abbott diabetes care has been submitted.